Event description:
It is reported that the spring clip fractured.

Manufacturer narrative:
Eval summary: all lots of this device are being recalled, please ref the above mentioned removal report for add'l info. Eval: as returned, the spring clip is fractured. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable.